Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 4 degenerative mitral regurgitation (mr), st-segment elevation myocardial infarction, pulmonary edema and pleural effusion for a mitraclip procedure. A mitraclip was successfully implanted. The mr was reduced to grade 2 post procedure. On an unknown day, recurrent mr of grade 3 was observed due to flail and prolapsed leaflets. On (B)(6) 2026, a re-intervention procedure was performed. During the procedure, imaging was challenging. A single leaflet device attachment(slda) occurred from the anterior leaflet. A tear in anterior leaflet was observed. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be conclusively determined. The cause of the reported suspected anterior leaflet tear could possibly be a cascading effect of the slda. The reported recurrent mitral valve insufficiency/ regurgitation (mr) is likely related to patient anatomy due to residual prolapse with a small flail. Mr and tissue injury are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported moderately challenging imaging could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as this was an additional mitraclip procedure to further reduce the mr.

Event description:
N/a.